Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The patient is known to have hypertension, coronary artery disease, emphysema, chronic obstructive pulmonary disease (gold grade unknown), mild obstructive sleep apnea, asthma, and a current smoker with 10 packs per year. The target nodule was 11.0 x 9.6 x 9.1 millimeters (mm) in size and located in the left upper lobe anterior segment, 1.7 mm away from the pleura. Biopsy tools used included a 21g flexision needle, compatible third-party forceps, a 1.1 mm cryoprobe, a cytology brush, and a bronchoalveolar lavage was also performed. A cone beam CT spin was performed at the end of the procedure and a pneumothorax was observed, so a chest tube was placed to resolve it. The procedure was completed as planned with no other delays. The pneumothorax resolved, the chest tube was removed after 4 days, and the patient was discharged home the next day. The physician believed that the pneumothorax would have likely occurred via another modality, it was not related to the ion system or the patient¿s pre-existing conditions, but definitely related to the ion procedure. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted by an intuitive surgical, inc. (Isi) senior failure analysis engineer (fae). Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.